Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The device was farfield r wave oversensing along with inappropriate mode switch episodes. Programming changes were suggested. No intervention was performed. Patient was stable.